Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 9, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received on a cartridge tray. The original folding carton was received as well. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached. The lens was cleaned and, no further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) partially inserted into a patient¿s right eye and removed due to bent haptic. The issue was noticed while inserting the lens. A back up lens with the same model and diopter was used as a replacement iol to complete the surgery. It was indicated that the lens was not stuck in the cartridge. There were no surgical and/or medical interventions reported. The patient is doing fine post-op.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as the lens was not implanted. Explant date: if explanted, give date: not applicable, as the lens was not implanted. Hence, not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.